Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the returned pump. Examination of the distal side of the outflow elbow revealed a pink, soft deposition. The deposition was well adhered and appeared to have developed in this area; however, the deposition did not appear to occlude the flow of blood through the pump. Examination of the outlet stator revealed pink/dark red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present for an indeterminate amount of time while the device was supporting the patient. Although a specific cause for the depositions and a timeframe for which they were in the pump could not be determined, they would have potentially contributed to the reported hematuria and elevation in the patient¿s lactate dehydrogenase level. The deposition in the outlet stator would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced gastrointestinal bleeding was reported under medwatch MFR report# 2916596-2015-00153 and the referenced pump exchange was reported under medwatch MFR report# 2916596-2016-01667. (B)(4). Approximate age of device: 3 months. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an extensive history of gastrointestinal bleeding, and had been on octreotide and thalidomide for treatment. The patient also had a previous pump replacement on (B)(6) 2016 due to suspected thrombosis. It was reported that the patient was admitted on (B)(6) 2016 for suspected pump thrombosis. The patient exhibited heart failure symptoms including shortness of breath and fatigue. The patient presented to clinic with hematuria. Ramp echocardiogram was positive for device thrombosis, and the patient's lactate dehydrogenase (ldh) level was elevated. The lvad power readings were intermittently elevated. The specifics of laboratory and ramp study results were not provided; however, it was reported that the patient's inr was within goal range. The patient received a pump exchange on (B)(6) 2016.